Event description:
Caller reports he stopped using his insulin pump due to the pump not delivering insulin. He is concerned this issue can potentially kill someone if not addressed. He stated this is the second pump from the manufacturer with the same malfunction. He describes the issue stems from the tubing coming from the reservoir compartment connecting to the sensor, the tubing clogs up and the device produces an error message that reads " flow restriction". Reporter alleges when tubing is changed with a new one the device will sometimes work for a day or two and then, produce the same error. He advised he has stopped using the device for fear of not getting insulin when needed, and is now self injecting insulin. He has reported this issue to the manufacturer and they have not been able to remedy the defect. Reporter wants the FDA to look into this device as it can potentially harm a user if the defect is not fixed.